Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was between 124-242mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer also had manual injection supplies available.